Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('I have rash on both my hands my legs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), fatigue ("I am so tired") and anxiety ("I am so worried"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, fatigue and anxiety outcome was unknown. The reporter considered anxiety, fatigue and rash to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: rash quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Event" fatigue and anxiety" were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('I have rash on both my hands my legs') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash outcome was unknown. The reporter considered rash to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of rash ('I have rash on both my hands my legs') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash outcome was unknown. The reporter considered rash to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Surgery added to event rash. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.